Event description:
The customer reported that they received questionable results for six patient samples tested for total prostate-specific antigen (tpsa). Of the six patient samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 0.306 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015 and resulted as 4.18 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) male weighing (B)(6), initially resulted as 1.86 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015 and resulted as 3.41 ng/ml. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The tpsa reagent lot number was 178045. The expiration date was asked for, but not provided. The field service engineer noted that the sipper probe was dripping and that there was crystallization in the incubator. He performed a bead mixer adjustment. He performed a probe and sipper check. He checked the photomultiplier tube and noted that counts were suddenly high. He exchanged the pinch tubes, exchanged the syringe o-rings, and ran liquid flow cleaning with measuring cell preparations. He checked the photomultiplier tube and values could be reproduced. He exchanged the black tubes and exchanged the sipper seal. He re-aligned the black tubes. He primed the sipper and this was ok. He ran liquid flow cleaning again along with measuring cell preparations. He ran performance testing and this was ok. He reset the calibrations and performed a blank cell with a new reagent. A specific root cause could not be identified. One or several hardware related issues may contribute to the occurrence of the issue. There was no indication of any general issue with the reagent.

Manufacturer narrative:
This event occurred in (B)(6). Device subassembly = incubator unique identifier (UDI)#: (B)(4).